Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed. The device lot history recorded indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a valve procedure, manta was deployed in the right cfa for closure. The vessel was highly calcified in the anterior, posterior, laterally, and circumferentially. The IFU lists warning not to use in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis. The physician had difficulty advancing the sheath and reported it felt "crunchy". A hematoma was present requiring compression and reduction intervention which prolonged manta's capability of achieving immediate hemostasis. A post-angiogram revealed no flow down the right leg and was reportedly caused by a dissection. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta closure device. The patient's hemoglobin level dropped and was given 1 unit of blood, and two covered stents were deployed to restore flow. The manta device was not explanted and remained in place. The IFU was reviewed and confirmed to list: the safety and effectiveness of the manta device have not been established in the following patient populations: patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The following potential adverse events related to the deployment of vascular closure devices have been identified: ischemia of the leg or stenosis of the femoral artery; and local trauma to the femoral or iliac artery wall, such as dissection. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Additionally, in step 2: exchange and position sheath: prior to using the manta closure, the procedure sheath must be exchanged for the manta sheath :note: if significant resistance is felt advancing the manta sheath and introducer into the vessel, this may be indicative of swelling, scar tissue, calcification, or tortuosity. Do not proceed with manta closure as the device may become damaged.

Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reported as: 14fr manta deployed rt cfa. Post angio showed no flow down rt leg caused by dissection. The manta was deployed and remained in the pt. Pt received 1 unit packed rbcs at the end of the case after hgb dropped from 9 .0 to 7.0 and back to 9.0 after blood infused. 2 covered stents were deployed to rt cfa. Flow restored down rle. Vitals were stable bp 139/68 hr 97 rr 18 o2sat 99%. Pt was sent to ICU. Artery size was 5.0 mm. Act was 304 protamine 30mg given. Hemostasis obtained after hematoma was compressed and reduced after 10-15 minutes. Bmi was 20. Manta depth was 5+1=6.